Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The cause of the high bg was not known. A manual injection was given to address the elevated bg. The paramedics were called and checked vitals and offered ride to hospital which customer declined. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue.